Manufacturer narrative:
Review of historical data was completed by a clinical specialist (cs). The review indicated that there was positive arterial offset between 140 and 160 ml/min for this device. However, root cause of the issue could not be determined from the data review. The device was returned for evaluation. Further device evaluation is pending completion.

Event description:
It was reported that message code 310 (ascites pump never running) appeared at approximately 2030 while the device was in route to the donor liver recipient location. With the lid and hard shell remaining on, the liver bowl was inspected. No pooling of perfusate was observed. The soft shell reservoir perfusate level, flows and pressures were stable. Upon arrival at the donor liver recipient location around 2130, message code 310 (ascites pump never running) spontaneously resolved and there was minimal perfusate in the liver bowl. While inspecting the setup, the external portion of the hepatic artery tubing appeared to have the beginning of blood separation possibly due to stagnant flow. The du opened the liver bowl lid and noticed a pale artery that was flat with separated perfusate in the arterial cannula. At this time, the device displayed an arterial flow of 0.1 - 0.2 liters per minute. The du immediately repositioned the arterial cannula and the artery filled and pinked up. The arterial flow reading improved to 0.5 liters per minute. Further troubleshooting confirmed that there were no visible kinks or twists in the arterial vessel, and that adequate flow had been restored. Labs at this time indicated a stable lactate of 1.1. Review of the flow graphs concluded there was flow through the artery for the duration of the perfusion, though the visual suggests otherwise. No message code 390 (low hepatic artery flow) was displayed, and the graphical user interface (gui) displayed a positive flow value in the arterial flow box for the entire duration. A review of the historical data observed an arterial flow measurement offset greater than 100ml/min. At the conclusion of the procedure, it was confirmed that the liver was successfully transplanted.

Manufacturer narrative:
The device was evaluated by a service engineer (se). The se found no physical damage on the flow sensors but found that an offset of 0.1 liters per minute was present. Therefore, the flow sensors and flow sensor boards were replaced. Subsequently, all testing was completed successfully.

Event description:
It was reported that message code 310 (ascites pump never running) appeared at approximately 2030 while the device was in route to the donor liver recipient location. With the lid and hard shell remaining on, the liver bowl was inspected. No pooling of perfusate was observed. The soft-shell reservoir perfusate level, flows and pressures were stable. Upon arrival at the donor liver recipient location around 2130, message code 310 (ascites pump never running) spontaneously resolved and there was minimal perfusate in the liver bowl. While inspecting the setup, the external portion of the hepatic artery tubing appeared to have the beginning of blood separation possibly due to stagnant flow. The du opened the liver bowl lid and noticed a pale artery that was flat with separated perfusate in the arterial cannula. At this time, the device displayed an arterial flow of 0.1 - 0.2 liters per minute. The du immediately repositioned the arterial cannula and the artery filled and pinked up. The arterial flow reading improved to 0.5 liters per minute. Further troubleshooting confirmed that there were no visible kinks or twists in the arterial vessel, and that adequate flow had been restored. Labs at this time indicated a stable lactate of 1.1. Review of the flow graphs concluded there was flow through the artery for the duration of the perfusion, though the visual suggests otherwise. No message code 390 (low hepatic artery flow) was displayed, and the graphical user interface (gui) displayed a positive flow value in the arterial flow box for the entire duration. A review of the historical data observed an arterial flow measurement offset greater than 100ml/min. At the conclusion of the procedure, it was confirmed that the liver was successfully transplanted.